Event description:
In 2006, the customer reported to bsc that the resolution clipping device was used for endoscopic marking during a procedure located in the stomach for a female pt (age unk); however, the clip broke into three pieces inside the pt. Two out of the three pieces were removed from the pt and the procedure was completed. The pt did not sustain any complications or ill effects as a result of this issue.

Manufacturer narrative:
This device has been received by this MFR, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.